Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, while performing cautery the wire broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: the returned autotome rx 44 was analyzed. Visual evaluation was performed and found out that the working length was bent, twisted and the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. The reported event of wire break was confirmed. During analysis, it was found that the cutting wire was kinked and broken from the proximal pierce hole. It was most likely that the procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire as observed in the product analysis. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, while performing cautery the wire broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.